Event description:
The device was returned to manufacturer for evaluation.

Manufacturer narrative:
Distortion. Additional manufacturer narrative - the reported device has not been returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation summary - as received fibrin-like deposition was observed on both tissue and stent on the inflow and outflow aspects of the valve. When probed, leaflet tissue was stiffer compared to a non-implanted valve. X-ray and visual observations noted wireform to band separation. Band was found deformed between commissures 1 and 2. In-vitro testing indicates device performed within specifications. H10. Additional manufacturing narrative - the wireform distortion was confirmed through device evaluation and it is likely that the device was distorted during explant. The regurgitation reported was not confirmed as reported. In vitro evaluation of the device revealed that the device is still functioning within specifications. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted after four days due to central regurgitation. Operative report indicates there were no signs of pvl, however the ring on the prosthesis appeared distorted. The annulus required further debridement and annular enlargement. Competitors valve was implanted.